Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin) results generated on the synchron lxi 725 clinical system four six pts. The initial erroneously elevated results were reported outside the laboratory. The pt sample was retested and the results were within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse performed a preventative maintenance on the instrument. The fse replaced the luminometer due to a spill that had shorted out the attached cable. The fse also replaced the transducer because it was operating at half of the stated specifications. Hardware is the root cause for this event. MDR # 2122870-2008-227 documents the results for pt 1. This is 5 of 6 separate mr reports related to 6 pt events associated with a single malfunction report on different days. Reference MDR numbers MDR 2122870-2008-227, 05387, 05388, 05389, 05391 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.